Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The patient was revised to address pain and loosening of the cup at the bone to implant interface; there was a lack of bone ingrowth in the pinnacle cup. The old pinnacle cup was replaced with a larger pinnacle shell, new polyethylene, screws and a new ts ceramic femoral head. No harm or delay to patient during revision. Doi: (B)(6) 2017; dor: (B)(6) 2018; unknown hip.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot h02782. Device history review: no anomalies or deviations were found during the review if information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.